Manufacturer narrative:
The customer contacted a siemens customer care center and reported discordant sodium (na) results were obtained on a dimension vista 500 instrument across two days ((B)(6) 2021). Quality controls recovered within acceptable ranges before the samples were processed. A customer service engineer (cse) was dispatched to the customer's site to check the instrument. The cse performed the following service actions: replaced the rotary value with gasket, the integrated multisensor technology (imt) probe and drain and the imt mixer. The imt sensor and fluids were also replaced and an advanced clean was performed on the instrument. A complete quick check was successfully performed. A dilcheck was run, and the bias corrected. System verification indicates acceptable performance after the service visit. The cause of the discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required, MDR 2517506-2021-00196 was filed for the discordant result that was obtained on (B)(6) 2021.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s) and was questioned. The sample was repeated on an alternate dimension vista 500 instrument. The repeat result was lower than the discordant result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated sodium result.